Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported power issue was a worn dome (left side) of the on button. This worn dome led to intermittent functionality of the left side of the on button.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on under battery power. It was reported that the installed batteries were fully charged.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the main keypad assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.